Manufacturer narrative:
Product complaint (B)(4). The device history records reviewed, and no issue found. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Name and indication of index surgery? On what tissue and body part was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results? Other relevant patient comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What type of anti-infection medication was given (oral, topical or etc)? Please specify. Was the wound re-sutured? If yes, when? What was used for re-suturing? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Was the inflammation reaction with itching resolved after suture removal?

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that the patient experienced post-op inflammation along with erythema, and itching on the wound five days after suturing. The patient was given anti-infection treatment. Wound dressing change and removal of the suture were given. Then the patient's condition changed better. Additional information has been requested.